Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the patient fell and may have caused the device to go into backup mode. Programming changes were performed. The patient was in stable condition.